Event description:
It was reported to philips that the ac module (sn: (B)(4)) for the device was defective. The customer stated the ac module was making a humming noise and the led light would not turn on. There was no patient involvement.